Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the temperature on an mr850 respiratory humidifier appeared to 'rise too much' in comparison with other humidifiers in the same ward. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr850 humidifier was sent to fisher & paykel healthcare's ('fph') service centre in (B)(4), physically inspected and subjected to a full performance and electrical safety test. In order to assist in our analysis, fph sought to clarify the circumstances surrounding the event. Results: other than slight cosmetic damage in the form of cracks to the rear outer casing, we were unable to replicate the reported fault. The humidifier appeared to be fully operational. As part of the inspection, the humidifier underwent full calibration, performance and electrical safety checks. Hospital staff were unable to provide any additional info other than that the event as reported allegedly occurred during a night shift. Conclusion: apart from slight damage to the outer case of the mr850 humidifier, the device itself appeared to be working correctly. The damage could have been sustained by accidental impact during transport or equipment set-up by the user. The mr850 is a portable, reusable device and the specific complaint device is almost 10 years old. Fph's technical manual that accompanies the humidifier specifies that in order to keep the humidifier in good working order, regular performance maintenance checks are necessary. The instructions further specify to the user that the humidifier should be checked at least once a year for any physical damage to all components of the device as well as subjected to a full performance check. A maintenance checklist is included. Following the replacement of the casing and full servicing of the complaint device, it was returned to the healthcare facility and to the best of our knowledge, operating without further incident. No pt consequence occurred in respect of this event.